Manufacturer narrative:
Additional information: b5, e1 (facility name, street name, city, region, postal code), g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical survey, the clip applier was used for occlusion of vessels and other tubular structures. The clips came off, which resulted in bleeding and leakage, including bile. The clips tear, which resulted in a fistula. Perforations were noted where the clips poke through. It was noted that it never resulted in surgical or major medical interventions that changed the course of care.

Event description:
According to the clinical survey, post-operatively patient populations for occlusion of vessels and other tubular structures stated that the patients frequently experience bleeding. It was described what occurred and how the procedure was completed: clip came off and that it never resulted in surgical or major medical interventions that changed the course of care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.